Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoic machine during priming of their automated peritoneal dialysis therapy. Per initial report, the home patient connected during the priming of the homechoice machine. Baxter's technical service center assisted ther home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.